Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
The complaint device was not returned for an evaluation. Therefore, a device failure analysis could not be performed. Images were provided for review. A document based investigation was conducted including a review of provided images, instructions for use, and quality control data. The customer provided 4 images from the procedure; however, it is not possible to see the crack on the device. A review of the device history records and complaint history records associated with the complaint device lot number could not be performed as the lot number of the complaint device was not provided. The device is supplied with the instructions for use (IFU). The IFU includes the following notes under the suggested instructions for endoscopic placement. Pass a flexible wire guide tip to the renal pelvis. Tortuosity in the obstructed ureter often can be resolved using a wire guide and an open-end ureteral catheter in combination. Using a baseline pyelogram, estimate the proper stent length; add 1 cm to that estimated ureteral measurement. Accurate measurement enhances drainage efficiency and patient comfort. Pass the stent over the wire guide through the cystoscope. Under direct vision, advance the stent into the ureter with the stent positioner. Have an assistant hold the wire guide in position to prevent advancement of the wire guide into the renal parenchyma. Watch for the distal end of the stent at the ureterovesical junction. At that point, halt advancement of the stent. As an assistant removes the wire guide, hold the stent in position with the positioner. The stent pigtail will form spontaneously. Carefully remove the positioner from the cystoscope. If necessary, final adjustment can be made with endoscopic forceps. The stent may be removed easily by gentle withdrawal traction using endoscopic forceps. Cautions include: tether should be removed if stent is to remain indwelling longer than 14 days. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. A review of manufacturing procedures found that current controls for manufacturing and quality control are in place to assure functionality and device integrity prior to shipping. No complaint device was returned for investigation. Based on the information available, the cause of this complaint could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a ureteroscopic lithotripsy (ursl) procedure on both ureters, the universa firm ureteral stent broke as the user tried to adjust the position of the implanted stent using forceps. As reported, the stent had been in place for more than 1 week. Additional information was provided on 26mar2019 . The stent broke in the patient and an additional procedure was conducted to remove the stent from the patient. Additional information was provided on 03apr2019. It has been confirmed there is crack on the stent rather than the stent being broken during the procedure. Additional patient, device and event details have been requested.